Event description:
Information received indicates the bed will not go into trendelenburg position.

Manufacturer narrative:
The hill-rom technician found the actuator arm on the trend engage switch was bent. The technician adjusted the switch to repair the bed.